Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a strabismus surgery, two of the device¿s suture broke. No part of the device fell into the patient. A new device was used in order to complete the case. No patient injury reported.